Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 07/14/2020. Investigation conclusion: it was reported the tubing disconnected at connection point just below the safety clamp. Received from the customer was one used and three unused sets model: 2420-0007, lot: 19123083 (with its packaging pouch). The returned sets were visually inspected for kinks, incomplete bonding engagements, holes / tears in the tubing or damages to the components. The primary set¿s pvc tubing p/n: tc10011704 was separated from the lower fitment p/n: tc10006063 outlet port on all four sets received (cavity f16, f23, f26, f30). Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during the manufacturing process on all four sets received. A gap was also observed, indicating that the expected tubing was not fully inserted on all four sets received. Further handling / tug of the rest of the set's tubing engagements observed no separation or any issues. A dimensional analysis was performed on the separated tubing (p/n: tc10011704). Small portions of the tubing were cut into three sections and measured for analysis. The outer diameter of the tubing was measured and observed to be within specifications of "0.164 +/-0.003" inches on all four sets received. Further testing could not be performed due to the separation and obvious leaking that would occur due to the separation. Equipment used (measurement testing performed on 1-sep-2020). Ram optical instrumentation / eq08204 / calibration due date 5-feb-2021. The device history record for model: 2420-0007, lot: 19123083 shows the set was manufactured on 12dec2019 with a total of (B)(4) units. There was a quality notification issued for separation lower-tubing (200306038) during the production build of this set. CAPA: 1432807 was opened to implement the containment and corrective actions of the issue. The customer¿s report that the tubing disconnected below the safety clamp was confirmed upon visual inspection. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error. Bd/nogales manufacturing facility is aware of the reported issue and has initiated corrective actions (CAPA: 1432807) to address the root causes that are specific to this manufacturing site and will have an effectiveness check plan for reduction of issue. This lot was manufactured prior to the implementation of the corrective actions.

Event description:
It was reported that 4 gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: tubing fell apart at connection point just below the safety clamp (lower pump insert); has happened before numerous times.

Manufacturer narrative:
Medical device lot #: the customer provided an invalid lot # as (10)19123083. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 4 gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: tubing fell apart at connection point just below the safety clamp (lower pump insert); has happened before numerous times.